Manufacturer narrative:
The device evaluation is anticipated. However; the complaint cannot not be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming with the evaluation results when received. Device not returned.

Event description:
It was reported that during use, there was an issue with a swan ganz catheter giving continuously low swan numbers that were not matching the improvement in the patients condition or the bolus thermodilution co-ci numbers. The swan was first placed in the or. The patient arrived to cardiovascular intensive care unit cvicu, and the swan was functioning correctly. The swan numbers were declining, yet matching patient condition. The patient was sent back to the or. Upon the patients arrival back to the cvicu, the swan numbers were low (co 2.0s, ci 1.0s) and stagnant. The swan numbers were continuously low and not matching the patients improving condition or the bolus thermodilution co-ci numbers. The bolus thermodilution numbers were used to treat the patient. There was no patient injury.

Manufacturer narrative:
One 777f8 catheter with monoject limited volume syringe, non-edwards introducer and contamination shield. The reported low cco issue was unable to be confirmed. There were no fault messages that showed up on the lab hemosphere monitor when the catheter was connected. The thermistor was found to read 37 c when submerged into a 37 c water bath. The catheter ran cco in 37 c water bath on hemosphere monitor for 5 minutes with no errors. The thermistor and thermal filament circuits were continuous, there were no open or intermittent conditions. There were no visible inconsistencies observed on the eeprom data. Resistance value of thermal filament circuit was measured 35.41 ohms which was in specification. Both thermistor and thermal filament connectors were opened and found no visible inconsistencies. All through lumens were patent without any leakage or occlusion. The balloon inflated clear, concentric, and remained inflated for more than 5 minutes without leakage. Indentations were found on the catheter body, 42cm and 80.5cm from catheter tip. The location of the indentations were aligned with the locations of the returned introducer and proximal connector of the contamination shield respectively. A device history record review was completed and documented that device met all specifications upon distribution. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.